Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during a trialysis insertion the guidewire had separated. The wire began to separate when the vascath had already been advanced over the wire, during removal the provider noted resistance and what appear to be shearing. He stopped pulling the wire and removed vascath and wire in its entirety. The patient was not injured. No reported complications.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed and was determined to be use related. One j-tip guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core of the guidewire was observed to be broken and protruding from the coiled wire, which was observed to be unraveled at its proximal end. Both weld tips of the guidewire were observed to be present. A microscopic observation revealed the break sites of the core wire to be tapered with mostly flat and granular surfaces, which is indicative of excessive tensile (pulling) forces applied to the guidewire. This complaint will be recorded for future trending and monitoring purposes.